Manufacturer narrative:
Spoke to dr. On 10/3: the patient's initial injury was due to an accident. Prior to the surgery the patient had allergy testing performed for various metals. The surgery was a year ago. After surgery the patient went to physical therapy and had improvement. Recently burning pain started which is limiting movement. The patient believes it to be an allergic reaction. The doctor was told the composition of the anchor and the doctor plans to have allergy testing completed for that material. The patient has multiple drug allergies, but so far there was no evidence of environmental allergies. Investigation is still ongoing. If any new information is learned, a follow-up report will be submitted.

Event description:
It was reported that marketing received a phone call from dr. Requesting information on the material composition of stryker's biozip anchors. Further, it was reported that the physician was requesting this information as their patient received rotator cuff surgery in 2006 and the physician alleged that this patient was not recovering at the rate that they should be.